Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Damage to drive connector. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device was noisy and the front connector was loose. It is unknown how the procedure was completed. No adverse patient consequences were reported.